Event description:
It has been reported to us that during the procedure, the tip of the diagnostic catheter separated from the shaft and remains inside the pt. An attempt to obtain additional information has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.